Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: deviations in the manufacturing documents were not found. Appearance and condition of the outer packaging suggests that the product must have been exposed to either rough handling. The packaging concept provides a feature that holds the device in position during transportation. As the entire inner packaging (foam inlays) is not available evaluation of this case is only limited to the appearance of the outer packaging which suggests rough handling by the user. No new non-conformity was identified. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that when the box was opened it was noticed that the protective cap had fallen off and the end of the instrument had broken through both inner and outer sterile barriers. A direct replacement was immediately available and there was no adverse consequence to the patient.

Event description:
It was reported that when the box was opened it was noticed that the protective cap had fallen off and the end of the instrument had broken through both inner and outer sterile barriers. A direct replacement was immediately available and there was no adverse consequence to the patient.